Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, varying impedance measurements were observed on this right ventricular (rv) lead between 600 ohms and 1,400 ohms. The variation occurred more during the contraction of the left pectoral muscle. Additionally, the threshold measurement on the rv lead was increasing. Fluoroscopy did not reveal any lead damage. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.